Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check for breaks off during use to unknown lot number."

Event description:
It was reported that 3 unspecified bd syringes broke at the cannula during use. The following was reported by the initial reporter: "consumer reported three needles in your syringes actually came out of the syringe into my stomach when I was giving myself a shot. I had to take my "pointed pliers" and remove the needles from my body."